Manufacturer narrative:
Results - the complaint for "invalid impedance" could not be confirmed. No alleged device failure was identified. Continuity and stress testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician placed a trial lead. The impedances were checked and several of the contacts gave invalid impedances. The lead was removed and a different lead was implanted. The lead was tested and patient experienced effective stimulation.